Manufacturer narrative:
The reported failure was not confirmed. The service rep replaced the bottom and cracked top probe cover, a faulty dcm, and a cracked base handle top. The system operates as intended.

Event description:
It was reported that the device read ll zeros on multiple patients and by multiple users. No patient injury was reported.